Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 28 mmol/l. The customer stated that the tubing did not click and lock with the site portion. The customer stated that the infusion sets were detached and she noticed the issue on thursday morning as she woke up with a high blood glucose. It was reported that the customer treated high blood glucose with insulin pump. The customer was advised to twists the cap to lock. Product is not expected to return.